Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent a revision surgery to exchange the insert. The reason for the exchange was not provided, however, it was noted that the patient suffered from a pcl rupture and was bothered by the knee.

Manufacturer narrative:
Upon further review, it was determined to report this event under manufacturing report number 0002648920-2018-00506. Please disregard this report 0001822565-2018-02726.